Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead dislodged. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m, implantable tachy lead, (B)(6) 2013; dtba1d4, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).